Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). It was reported that a 35mm navitor titan valve was selected for an implant on (B)(6) 2022. The patient base rhythm was sinus rhythm. During procedure after the device enter the patient, it was reported that the patient had left bundle branch block/complete left bundle branch block. On (B)(6) 2022, ep was consulted and a pacemaker was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of left bundle branch block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a.